Event description:
Related manufacturer reference number: 2017865-2023-39090. It was reported that the patient presented to the hospital for a scheduled generator change-out procedure. During the procedure, it was noted that the right ventricular (rv) lead could not be removed from the header of the pacemaker, and the lead was damaged in the process. The device was ultimately replaced. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition post-procedure.

Manufacturer narrative:
Further information was requested but not received.